Manufacturer narrative:
Analysis was able to confirm the customer comment regarding damaged connectors, the output connectors were broken and it was additionally noted that two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The electrical and mechanical parts were inspected, the device was re-calibrated and functionally tested and passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's atrial and ventricular ports were cracked which prevented leads from staying clipped in. The generator was returned for service and a requested test and calibration procedure. There was no patient involvement.